Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator was not working and had a foley catheter in for almost a month prior to report. The patient needed a manufacturers¿ representative (rep) to check her stimulator and possibly replace it. She planned to follow up with the health care professional¿s office to schedule an appointment. Additional information from the consumer reported that she saw her doctor on (B)(6) 2016 and the implantable neurostimulator (ins) did not come on. They were not getting any feedback from the patient programmer in the doctor¿s office so they thought the ins was dead or that it was defective. The patient had noticed the ins was slowing down. It was also noted that the lead was bulging through where the implant was which made them think the lead disconnected from the ins. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.